Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unknown amount of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.